Manufacturer narrative:
Device received with all operating currents within spec and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted during physical inspection.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 516 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, device failed the high pressure test twice. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.